Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No parts have been replaced and returned for investigation. A video was provided showing the interrupted co2 measurements and zeroing of the co2 curve for a short period (approx. 4-6 seconds). Provided ventilator logs were reviewed. Alarms for low and high etco2 have been generated on the reported event date. Failure analysis has shown that the root cause is in the internal error detection of the co2 sensor provided by another legal manufacturer. The co2 module turns off a default-on filter in the co2 sensor to reduce delays in the data. But the internal fault detection of the co2 sensor becomes sensitive when the filter is off. This fault detection causes the co2 sensor to do a status check and send invalid data for a few seconds, which makes the co2 curve look like zero on the ventilator screen. There is no direct effect on the patient, the ventilator continues to work unaffected but nuisance etco2 alarms may be activated. A software correction for this is included as part of the upcoming software release.

Event description:
It was reported that the ventilator did not measure the etco2 properly and generated alarms for low etco2. There was no patient harm. Manufacturer's ref #: (B)(4).